Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer did a bolus for high blood glucose when she woke up but then an hour later her blood glucose were over 600 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The customer's blood glucose level at the time of admission was 617 mg/dl. The customer was given an intravenous drip initially then she was treated with manual injections until her blood glucose level went down to within the range of 400 mg/dl. The customer's blood glucose levels had been running both high and low ever since going to the emergency room. The customer's current blood glucose level was unknown. Troubleshooting was performed and the customer was advised that the insulin pump was working as designed. The device will not return for analysis.